Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this right ventricular lead, helix extension issues were observed and the lead unable to be fixed at the desired location. The physician suspected a product malfunction and removed the lead from the procedure. The lead was later returned for analysis and replacement reported successful with another lead of longer length. No resulting adverse patient effects were reported.